Event description:
A customer observed negative vitros (B) (6) results on two samples from the same patient tested on a vitros eciq analyzer. The customer expected a positive (B) (6) result based on additional (B) (6) results for this patient. False negative results may lead to inappropriate physician action. It is not known if the biased result was reported. There was no report of patient harm as a result of this event. (B) (4).

Manufacturer narrative:
The investigation was unable to determine reagent or analyzer performance as the customer declined to provide data for the investigation. Analysis of additional (B) (6)marker assays did not aid in the determination of the true (B) (6) status of the samples. The root cause for the false vitros (B) (6) results could not be determined, however, the possibility of an unknown sample interferent could not be ruled out as competitive system results were also not conclusive.